Event description:
In 2009, the pt reported he woke up this morning with an elevated reading of 284 mg/dl with his target range being 125-135 mg/dl. He said 1 hour later, his reading was 394 mg/dl and he felt a little light-headed so he gave himself a correction bolus of 9 units of insulin via his infusion device. He said that 1.5 hours later, his reading was 260 mg/dl. During the report, his reading was 247 mg/dl and he said he is feeling better. He stated he has not received any error messages on his device. He changes his infusion headset every 4 days and was advised to change his headset every 2-3 days and his tubing every 6 days. He said his current headset has been in use for 1 day and his tubing for 2 days. He confirmed the time and basal rates on his device are accurate. Troubleshooting did not find any product issues. He was advised to contact his doctor to see is his basal rates need to be adjusted. On follow up with the pt the following month, he stated his blood glucose have started "coming back to normal". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.